Manufacturer narrative:
The device has arrived for product evaluation. The product evaluation results are not available yet. Once the evaluation has been completed the results will be sent in a supplemental submission. The device history record review is pending. Once the results are available they will be sent in a supplemental submission.

Event description:
It was reported that the swan ganz pacing catheter did not pace, during patient use. It occurred right after insertion into the patient that the clinicians found that it did not pace. When this suspect pacing catheter was replaced with a different pacing catheter, then the issue was resolved. There is no allegation of patient injury.

Manufacturer narrative:
The device was returned for product evaluation. The reported issue of a pacing issue was confirmed. Continuity testing found that the distal circuit had an intermittent condition around the tip when the tip area was flexed. The proximal circuit was continuous without any intermittent or open condition. There was no short condition observed between the proximal and distal lead wires. The device was cut down to isolate the intermittent condition and it was found to be around the catheter tip with the distal electrode lead wires. The balloon inflated clear and concentric and remain inflated for five minutes without leakage. There was no visible damage observed from the windings, balloon, returned syringe and the catheter body. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to this complaint. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. A root cause could not be identified at this time. The instruction for use provides direction for preparation techniques and insertion procedure steps as a guideline and an aid for the physician. A precaution is given to avoid forceful wiping or stretching of the catheter during testing and cleaning so as not to break the electrode wire circuitry. Proper functioning of the pacing catheter depends on the electrical continuity of its electrodes and internal wires, care should be taken when handling the catheter. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review. The device history record review was completed and all manufacturing inspections passed with no non conformances.